Event description:
Overdelivery reported. The pump was initially set to deliver a 100ml bolus of an unspecified maintenance solution. The bolus delivered as programmed, and the pump was then reset to 60ml/hr. The nurse checked on the patient approximatley 30 minutes later and noted that the display indicated a delivery rate of 860ml/hr. She reset the infusion rate to 60ml/hr, and returned again in 30 minutes. At that time, the display indicated a delivery rate of 160ml/hr. The child ultimately received 1000ml of solution, which was 600ml more than was ordered. The child was reportedly "very dehydrated" and tolerated the fluids well without any adverse effects. The pump was then switched out and an infusion at 7 ml/hr was started upon investigation, the nurses and risk manager feel that the patient's family may have tampered with/reset the pump.

Manufacturer narrative:
The reported problem could not be duplicated. The delivery rate stayed as programmed throughout test procedures. The frequency of death or serious injury code reports for code 102 (overdelivery) for lifecare 4 products is approximately 0.32/million sets.